Manufacturer narrative:
Determination of root cause: assessment: for this complaint, the site's surgeon reported, and tm (territory mgr) observed (tm was on site for regulatory scheduled maintenance) that the pt swivel bed on the site's laser system would not move. For that one pt, the procedure on the first eye had already been completed, and the bed and all bed lights turned off just after the surgeon lifted his foot from the centering foot pedal switch. The tm was in the room and attempted unsuccessfully to restore power by pressing the top of joystick. The tm verified that the ir pods were not being pressed in. Although the site's surgeon was unable to restore power to the bed, he was able to continue the procedure on the second eye, as the pt was already in the correct position. The tm noted, that as soon as ablation began, the bed power became active again. To address this issue, the tm attempted to reproduce the problem in later testing, but could not duplicate the problem. The tm secured all internal and external bed connections, as a preventive measure, and successfully completed the system verification. Conclusion: based on the results of the investigation, the root cause could not be determined. (B) (4). (B) (4). (B) (4).

Event description:
Malfunction: bed problem. The sys operator reported that the surgical bed stopped moving. The bed power turns off at center test, then resumes on ablation. Additional follow-up info received; the operator stated the procedure was completed uneventfully. He also stated that the pt was not injured by this event.